Manufacturer narrative:
(B)(4) section d4: device details were not confirmed by the healthcare facility. Section g4: the 950n40 neonatal optiflow¿ junior heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Fisher & paykel (f&p) healthcare are currently obtaining further information and investigating the reported event. A follow-up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel (f&p) healthcare field representative, an event involving a 950n40 neonatal optiflow¿ junior heated circuit kit, and the f&p 950 respiratory humidifier where the subject tubing was reported to have been placed under a pillow and melted during use. It was reported that a flame was also observed. The healthcare facility further reported there had been no patient injury or consequences following the reported event.